Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for lot number 36194ud00 was identified.

Event description:
A physician questioned a difference in architect thyroid stimulating hormone (tsh) results for a 35 year old female patient. The following data was provided: (B)(6) 2022 tsh result = 0.003 miu/ml, free t4 = 1.220 ng/dl, free t3 = 2.860 pg/ml, ferritin = 5.2 ng/ml. (B)(6) 2022 tsh result = 3.329 miu/ml, free t4 = 0.91 ng/dl, free t3 = 2.78 pg/ml, ferritin = 4.5 ng/ml. The customer was not able to obtain confirmation regarding which of the two results is correct. No additional patient information could be obtained. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.